Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a company employee on 03-jun-2025, concerning an 84-year-old female patient who received epicel grafts. However, epicel grafts were noted with liquid media in cellophane self-sealing pouch in second layer (pt: product leakage). The patient's medical history and concomitant medication details were not reported. On 03-jun-2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03423-31, expiration date: 03-jun-2025) for a more than 30% total body surface area (tbsa). On the same date, a liquid media was noted in cellophane self sealing pouch in box#2 in second layer (full pack of 24 graft dishes) (pt: product leakage). It was reported that there were no obvious opened or leaking cassettes. The product was not affected as there was only some spillage in the pouch in which the cassettes were placed. At the time of the report, the outcome of the reported event was resolved. No further information was provided. Additional information was received on 04-jun-2025 and processed together with the initial. No further information was provided. Company comment: vericel assessed the event on product leakage as non-serious, possibly related and expected. The case qualifies as a 30-day MDR report.

Event description:
Media noted in cellophane self-sealing pouch in box #2 [product leakage].

Manufacturer narrative:
Case reference number (B)(4) (follow-up) is a spontaneous report *initially* received from a company employee on 03-jun-2025, concerning an 85-year-old female patient who received epicel grafts. However, epicel grafts were noted with liquid media in cellophane self-sealing pouch in second layer (pt: product leakage). Additionally, the patient's condition deteriorated (pt: condition aggravated), the patient experienced *septic shock (pt: septic shock)*, cardiac arrest (pt: cardiac arrest) and expired. On 02-jun-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay q2c-136 was reported as 0.12 - pass. The patient's medical history included chronic obstructive pulmonary disease (copd) and hypertension (htn). The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03423, expiration date: 03-jun-2025), UDI number (B)(4) for burn greater than 30% total body surface area (tbsa). On the same date, a liquid media was noted in cellophane self sealing pouch in box#2 in second layer (full pack of 24 graft dishes) (pt: product leakage). It was reported that there were no obvious opened or leaking cassettes. The product was not affected as there was only some spillage in the pouch in which the cassettes were placed. On 19-jun-2025, documentation indicated that the sheet grafts were intact with no drainage or seromas observed. A 65% take of the cultured epithelial autografts (cea) and a 96% take of the meek grafts were noted, with drying ongoing. Additional ceas were requested for bilateral extremities, with an offering date recorded as (B)(6) 2025. Based on this, it was concluded that an active infection of the epicel grafts was unlikely, as no graft loss was noted. The death was considered unrelated to epicel use and more likely attributed to the patient's comorbidities and burn sequelae. Furthermore, there would be no request for additional grafts if there was suspected graft site infection.* on an unknown date, shortly after surgery, the patient developed profound septic shock (pt: septic shock). The patient was on pressors, requiring intubation and full hemodynamic support due to organs failure. Although the physician could not confirm the status of the grafts, he attributed the cardiac arrest to typical burn-related complications, noting that the patient's advanced age and severity of injuries contributed to an overall poor prognosis. Given the patient's septic condition, infection was presumed; however, the status of the grafts remained unclear, and it could not be determined whether the graft sites were the source. On (B)(6) 2025, one day post-surgery following a meek technique skin graft procedure, the patient's condition deteriorated (pt: condition aggravated). The family placed the patient on comfort measures (hospice). On the same date, the patient experienced cardiac arrest (pt: cardiac arrest). On the same date, the patient passed away. The cause of death was cardiac arrest. It was unknown if the autopsy was performed. At the time of the report, the outcome of the event liquid media was noted in cellophane self sealing pouch in box#2 in second layer (full pack of 24 graft dishes) (pt: product leakage) was resolved, the outcome of the event cardiac arrest (pt: cardiac arrest) was fatal and the outcome of the event condition deteriorated (pt: condition aggravated) and *septic shock (pt:septic shock)* were unknown. *it was confirmed that death was not related to the use of epicel , it was more likely due to the patient's comorbidities and burn-related complications.* no further information was provided. Additional information was received on 04-jun-2025 and processed together with the initial. Follow-up information was received from the reporter on 20-jun-2025 and included: chronic obstructive pulmonary disease (copd) and hypertension (htn) were added as medical history. Indication was updated. Two additional events of cardiac arrest and condition deteriorated were added. Death was reported. Qc results were added. Lot number was updated from ee03423-31 to ee03423.the patient's initials were updated from pgg to pg. Additional information was received on 23-jun-2025, 25-jun-2025,26-jun-2025 and processed together with the follow-up. Follow-up information was received from the reporter on 02-jul-2025 and included: new event of septic shock was added to the case. It was confirmed that cardiac arrest was not related to the use of epicel. It was confirmed that there was no infection at the epicel graft site, and no graft loss. New reporters were added. The patient's age was updated from 84 to 85 years. Narrative updated accordingly. No further information was provided. Company comment: vericel assessed the event of cardiac arrest as serious (due to fatal outcome), not related and unexpected. The event of septic shock is assessed as serious (due to medical significance), not related and unexpected. The event of condition aggravated is assessed as non-serious, not related and unexpected. The event of product leakage is assessed as non-serious, possibly related and expected. The case qualifies as a 15-day-report and 30-day MDR report.

Event description:
Cardiac arrest [cardiac arrest]. Septic shock [septic shock]. Pt condition deteriorated [condition aggravated]. Media noted in cellophane self sealing pouch in box #2 [product leakage].

Manufacturer narrative:
Case reference number (B)(4) (follow-up) is a spontaneous report initially received from a company employee on 03-jun-2025, concerning an 84-year-old female patient who received epicel grafts. However, epicel grafts were noted with liquid media in cellophane self-sealing pouch in second layer (pt: product leakage). Additionally, the patient's condition deteriorated (pt: condition aggravated), the patient experienced cardiac arrest (pt: cardiac arrest) and expired. On 02-jun-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as 0.12 - pass. The patient's medical history *included chronic obstructive pulmonary disease (copd) and hypertension (htn). The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03423, expiration date: 03-jun-2025), UDI number: (B)(4) for burn greater than 30% total body surface area (tbsa). On the same date, a liquid media was noted in cellophane self sealing pouch in box#2 in second layer (full pack of 24 graft dishes) (pt: product leakage). It was reported that there were no obvious opened or leaking cassettes. The product was not affected as there was only some spillage in the pouch in which the cassettes were placed. On (B)(6) 2025, one day post-surgery following a meek technique skin graft procedure, the patient's condition deteriorated (pt: condition aggravated). The family placed the patient on comfort measures (hospice). On the same date, the patient experienced cardiac arrest (pt: cardiac arrest). On the same date, the patient passed away. The cause of death was cardiac arrest. It was unknown if the autopsy was performed. At the time of the report, the outcome of the event liquid media was noted in cellophane self sealing pouch in box#2 in second layer (full pack of 24 graft dishes) (pt: product leakage) was resolved, the outcome of the event cardiac arrest (pt: cardiac arrest) was fatal and the outcome of the event condition deteriorated (pt: condition aggravated) was unknown. No further information was provided. Additional information was received on 04-jun-2025 and processed together with the initial. Follow-up information was received from the reporter on 20-jun-2025 and included: chronic obstructive pulmonary disease (copd) and hypertension (htn) were added as medical history. Indication was updated. Two additional events of cardiac arrest and condition deteriorated were added. Death was reported. Qc results were added. Lot number was updated from ee03423-31 to ee03423. The patient's initials were updated from pgg to pg. Additional information was received on 23-jun-2025, 25-jun-2025,26-jun-2025 and processed together with the follow-up. No further information was provided. Company comment: vericel assessed the event of cardiac arrest as serious (due to fatal outcome), unlikely related and unexpected. The event of condition aggravated is assessed as non-serious, unlikely related and unexpected. The event of product leakage is assessed as non-serious, possibly related and expected. The case qualifies as a 15-day-report and 30-day MDR report.

Event description:
Cardiac arrest [cardiac arrest]. Pt condition deteriorated [condition aggravated]. Media noted in cellophane self sealing pouch in box #2 [product leakage].